Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were sticking and insulin was shooting out during priming. The customer stated that insulin pump also had motor error alarm and no delivery alarms. Customer reported that insulin pump had rejected new batteries and received failed battery test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.